Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the lateral and frontal exposure. After reviewing log file fse found the malfunction related to collimator. After some functional test fse found the issue with the lateral collimator. Fse replaced the collimator, after replacement of collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a delay during the lateral and frontal exposure. No harm has been reported to philips. Philips has started an investigation of this complaint.